Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284trk ICD implanted: 2012-(B)(6). (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The physician attempted to extract the lead, but was unable to. Subsequently, the lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.